Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation. This report is associated with MFR report numbers: 3005168196-2021-00356, 3005168196-2021-00357.

Event description:
The patient was undergoing a coil embolization procedure in the splenic artery using ruby coils and a lantern delivery microcatheter (lantern). During the procedure, the physician advanced a ruby coil into the target location but was not satisfied with the position and decided to remove the ruby coil. Upon removal, the ruby coil was damaged. The physician then advanced a new ruby coil into the target location; however, was not satisfied with the position and decided to remove the ruby coil. Upon removal, the ruby coil was damaged. Subsequently, the physician was unable to flush or advance a guidewire through the lantern because it seemed like the lantern was blocked. Therefore, the lantern was removed. The procedure was completed using additional ruby coils and a new lantern. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Evaluation of the returned ruby coil pusher assembly revealed a broken pet lock and detached embolization coil. This indicates a successful detachment. Based on the returned condition, the root cause of the reported complaint could not be determined. Evaluation of the returned lantern revealed a functional device. During decontamination, the lantern was flushed without an issue. During the functional test, a demonstration coil was advanced through the returned lantern without an issue. The root cause of the reported complaint could not be determined. Penumbra coils are visually inspected during in-process inspection and during quality inspection after manufacturing. Penumbra catheters are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report numbers: 1.3005168196-2021-00356, 2.3005168196-2021-00357 h3 other text : placeholder.